Event description:
On (B)(6) 2012, customer reported that while performing daily checks, the waste line of the dxh 800 hematology system came up out of the drain pipe and leaked foaming reagent onto the floor. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and observed that the diluent counter reflected there were still six cycles of diluent available when the diluent container was empty. Fse stated that this inconsistency was causing vacuum and air line issues. Fse noted that the waste line was temporarily installed into a drain pipe while the instrument was waiting for its permanent installation site to be completed. Fse stated that the air pressure going through the line caused the waste line to propel itself from the pipe and spill out and onto the floor. The instrument was installed on (B)(6) 2012. Fse suspected that the cause of the diluent count inconsistency stemmed from the installation and implementation of the instrument. Fse corrected the diluent count discrepancy. Repairs were verified as per established procedures and results met published performance specifications.

Manufacturer narrative:
(B)(4).